Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer contacted customer service and reported that a durasorb mesh (ID unknown) was visible through the skin. According to the customer, the mesh had shifted from its original position. This occurred 96 days post-operation. The customer stated that recovery had been very difficult and that she is experiencing night sweats, sharp stabbing pain under the chin, and a mild burning pain. However, all laboratory results were reported as normal.no additional information has been provided after several attempts.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The durasorb mesh (ID unknown) was not returned for evaluation as the product was implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.